Event description:
It was reported that on (B)(6) 2022, patient underwent a revision surgery due to non-union/malunion. Removal of 18 hole, 3.5mm curved lcp plate from femur, as well as 6x 3.5mm cortex screws was performed. A revision surgery was done, and the surgeon inserted an adolescent lateral entry femoral nail. This report involves one (1) cortex screw. This is report 5 of 7 for (B)(4).

Manufacturer narrative:
Additional device product codes: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.